Event description:
The manufacturer received information alleging respiratory tract irritation, dizziness and/or headache, sore throat, dizziness, headaches, and chest pain. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In the previous report, it was reported as a serious harm/injury. As per pms decision, it will be reported as a non-serious harm/injury. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The cosmetic defect found was scratched lcd screen. The device's event log was reviewed by the service center and error code found. Additionally, the patient¿s complaint was not confirmed and the device was corrected. In this report, box b, d, g, h has been updated/corrected.